Manufacturer narrative:
During the onsite investigation, the svc tech replaced the monitor and the bnc cable. Root cause was identified as a faulty monitor. (B)(4). This report was mailed to FDA on: (B)(4) 211. (B)(4).

Event description:
A physician reports both channels of the eyetracker monitor failed between two eyes. After switching the laser off and rebooting, the normal eyetracker image appeared. Pt's surgery was rescheduled. No pt harm was reported and no add'l info has been provided.